Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Revision of mdm for dislocation (reportedly after fall) and subsequent disassociation of inner head (zimmer 28mm). Upon removal of liner, surgeon noticed corrosion on the liner.